Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 40-45 mg/dl. Cause of low bg level was unknown. Bg was treated by customer via consumption of carbohydrates and nasal glucagon. No additional treatment was provided at the ER. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage. System check and pump data review by tandem technical support confirmed the pump was functioning as intended.